Event description:
A customer reported encountering a cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and the customer successfully started their sensor session without further errors.